Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to log into carelink. His blood glucose was unknown at the time of reporting. He was assisted updating java and his password was reset. No additional information was reported.